Manufacturer narrative:
Additional information: d.9.,h.3. Plant investigation: no parts were returned to the manufacturer for physical evaluation. A records review was performed on the reported serial number. An investigation of the device manufacturing records was conducted by the manufacturer. There were no non-conformances, or any associated rework identified during the manufacturing process which could be related to the reported event. In addition, the device history record (DHR) review confirmed the results of the in-progress and final quality control (qc) testing met all requirements. The investigation into the cause of the reported problem was not able to be confirmed. A definitive conclusion regarding the complaint incident cannot be reached without a physical examination of the complaint device.

Event description:
A peritoneal dialysis (pd) patient reported a fluid leak associated with pd treatment. There was a drain complication encountered message and a please check pl and dl message during drain 1 of treatment. The patient stopped treatment and found fluid had leaked from cassette door. Fluid was discovered in the pump module area. Fluid was discovered on the external of the cassette. In a follow up, the patient's pd nurse verified the fluid leak event. The nurse said there was no harm, intervention or adverse event associated with the leak. The patient received a new cycler. The patient was able to do manual treatments in the absence of a cycler. The cycler is available to return.

Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
A peritoneal dialysis (pd) patient reported a fluid leak associated with pd treatment. There was a drain complication encountered message and a please check pl and dl message during drain 1 of treatment. The patient stopped treatment and found fluid had leaked from cassette door. Fluid was discovered in the pump module area. Fluid was discovered on the external of the cassette. In a follow up, the patient's pd nurse verified the fluid leak event. The nurse said there was no harm, intervention or adverse event associated with the leak. The patient received a new cycler. The patient was able to do manual treatments in the absence of a cycler. The cycler is available to return.

Manufacturer narrative:
Correction: d.8.

Event description:
A peritoneal dialysis (pd) patient reported a fluid leak associated with pd treatment. There was a drain complication encountered message and a please check pl and dl message during drain 1 of treatment. The patient stopped treatment and found fluid had leaked from cassette door. Fluid was discovered in the pump module area. Fluid was discovered on the external of the cassette. In a follow up, the patient's pd nurse verified the fluid leak event. The nurse said there was no harm, intervention or adverse event associated with the leak. The patient received a new cycler. The patient was able to do manual treatments in the absence of a cycler. The cycler is available to return.